Event description:
It was reported that plastic debris fell from the handle. Additional information has been requested regarding the event.

Manufacturer narrative:
D9: updated follow-up report submitted to document quality investigation results.

Event description:
It was reported that plastic debris fell from the handle. No further information regarding the event has been provided.